Event description:
On (B)(6) 2024, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced "inflammatory signs on the stoma." It was red and had exudate. A swab was done and on (B)(6) 2024 the patient started floxapen one capsule every six hours for six days 30 minutes before a meal and pantoprazole one tablet on an empty stomach and one tablet 30 minutes before dinner. By (B)(6) 2024 the patient had fully recovered.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.